Event description:
Knee infection. Information was received from the treating physician on 30-oct-2002 who reported that a patient with a history of diabetes, experienced pain, swelling and effusion in the right knee after their second synvisc injection. The physician removed 25- 30cc of fluid from the right knee four to five days following the patient's second injection of synvisc. The fluid was yellow in color and was tested. The culture results indicated that the patient had an increased number of wbc's. The culture was negative for bacteria. The patient was hospitalized and the patient outcome is unknown at the time of this report. The physician prescribed an nsaid and IV of ancef. Qa investigation results: product release data for both us and canadian facilities were reviewed. No product trends were identified, which could potentially have been associated to a product complaint. All synvisc lots released met specification limits and the data showed normal variability.